Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73c1700161 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was jammed inside and was never fired. There was no patient injury.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, according to the c omplaint documentation the lot number is 73c1700161. During visual inspection was observed; stapler does not have misaligned staples, components are properly assembled, no defect or anomalies was observed during the visual inspection. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, one staple was loaded, closed and released correctly. Stapler was fired again several times and the remaining 22 staples in the stapler were loaded, formed and released properly, issue reported by the customer "staplers jamming" was not confirmed during functional inspection. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staplers jamming" could not be confirmed based upon the sample received. Other remarks: during the functional inspection the 23 staples remaining in the stapler were able to be loaded, formed and released properly. No issues were observed during the visual and functional inspection therefore at this time corrective actions are not required.

Event description:
It was jammed inside and was never fired. There was no patient injury.